Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, the balloon fell into the patient's lungs that was retrieved by suctioning the balloon and pulled it out of the patient without any complication. After the procedure, the patient was stable and went home. There was no report of patient harm.

Event description:
No additional information was received from the customer. This supplemental report is to reflect the concomitant device (d10) bf-uc190f ultrasound bronchofibervideoscope.